Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The cause of the event is undetermined. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that during a shoulder arthroscopy procedure, the shaft was broken and left in the patient's body. The reporter is unsure if the fragment is part of the fibertak suture anchor (ar-3600, lot: 10165484, (B)(4)) or the fibertak with suturetape (ar-3602, lot: 10183617, (B)(4)). Follow-up investigation: type of procedure was a shoulder joint labrum repair. The broken fragment came from the ar-3600, lot: 10165484, (B)(4).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. Visual evaluation confirmed the tip had broken off the inserter at the rounded part of the shaft. The device passed material specification. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that during a shoulder arthroscopy procedure, the shaft was broken and left in the patient's body. The reporter is unsure if the fragment is part of the fibertak suture anchor (ar-3600, lot: 10165484, line 233191) or the fibertak with suturetape (ar-3602, lot: 10183617, line 233192). Follow-up investigation: type of procedure was a shoulder joint labrum repair. The broken fragment came from the ar-3600, lot: 10165484, line 233191.